Manufacturer narrative:
(B)(4). Per consumer the adjustment knob has caused scratches to both her and husband. He experienced red line with raised skin; no blood drawn. Consumer has placed a sock over the knob to prevent further injury. No mention if medical intervention was sought.

Event description:
Per consumer the adjustment knob has caused scratches to both her and husband.